Manufacturer narrative:
A correlation between the device and the reported right heart failure, bleeding, respiratory failure, renal failure, hepatic failure and stroke could not be conclusively determined through this evaluation. The hm3 IFU lists right heart failure, bleeding, respiratory failure, renal failure, hepatic failure and stroke as adverse events that may be associated with the use of the hm3 lvas. The IFU outlines recommended anticoagulation therapy and inr ranges. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported through the research abstract titled ¿transition from short-term to durable mechanical circulatory support systems. Outcome and patient selection. On behalf of ECMO-vad study group¿ identifying heartmate 3 left ventricular assist device (lvad) may be related to postoperative complications after the exchange from short term extracorporeal membrane oxygenation (ECMO) support to lvad. The 30-day, 1 year and 2 years rate of survival after lvad implant was 75%, 50% and 40% respectively and the postoperative complications include right heart failure, bleeding, respiratory failure, renal failure, hepatic failure and stroke. The date of the event is approximate. The data were collected and analyzed between (B)(6) 2010 and (B)(6) 2018. Specific patient information and device serial numbers are not available.